Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the minicap disconnect cap (gd876490, gd874859 and gd875575), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that revision surgery was performed due to femoral loosening and pelvic osteolysis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.baxter has received similar reports for the reported problem of peritonitis. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor these product lines for adverse trends and will take corrective/preventive action as appropriate.

Event description:
This is a spontaneous report by a healthcare professional from the USA of fatal peritonitis, fatal sepsis, and fatal septic shock in an approximately (B)(6) female patient coincident with dianeal pd4 ultrabag and dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) and dianeal pd2 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting healthcare professional stated that on an unreported date, the patient was diagnosed with peritonitis, sepsis, and septic shock. On (B)(6)2010, the patient died. The causes of death were peritonitis, sepsis, and septic shock. The healthcare professional did not provide information regarding treatment for the events. It was not reported whether an autopsy was performed. Dianeal therapies were ongoing at the time of the patient's death. Per the healthcare professional, the fatal peritonitis, fatal sepsis, and fatal septic shock were not related to dianeal pd4 ultrabag or dianeal pd2 ultrabag therapies.